Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment of a loose connector socket. However it was noted that light emitting diode (led) for pace and sense did not light up and there were interrupted lines in lower display. It was further noted that bail attachment covers were broken. Due to unavailability of replacement parts the epg shall be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was received into service for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.